Manufacturer narrative:
Summary of evaluation: requests were made for the return of the device. However the device has not been returned to howmedica rutherford. Therefore, evaluation of this event cannot be peroformed.

Event description:
Alta cfx rod broke through distal hole. The rod was replaced.